Event description:
It was reported that during the procedure, the fiber forward fired after 255,279 joules of fiber use. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The lot number was corrected in this report to reflect the actual device that was damaged during use. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The metal cap exhibited moderate debris adhesion on its surface, indicative of tissue contact visual analysis did identify a glass cap distal circumferential fracture. Functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber forward firing as there was no physical separation identified, and the forward firing rate was below the threshold for potential patient harm. It is possible that the debris adhesion likely contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that, during the procedure, the fiber started forward firing. A second fiber was used to complete the procedure without clinical consequences to the patient.